Event description:
Dealer stated that the joystick screen on a tdxsp-mcg power chair went blank when turned on. Turned it on and off and the joystick screen looks like the colors are running in between each other.